Event description:
Litigation papers allege that since the surgical implantation of the replacement hip, the patient has experienced pain and discomfort in her right hip and has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. Additionally, the patients ability to perform normal and regular activities has been impaired.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that since the surgical implantation of the replacement hip, the patient has experienced pain and discomfort in her right hip and has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. Additionally, the patients ability to perform normal and regular activities has been impaired. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.